Event description:
It was reported that impedance measurements on the patient's implantable neurostimulator (ins) were high. Electrode #4 on the right lead showed impedances >4000 ohms across all bipolar and unipolar pairs, and impedances were measured at 4 v and 210's pulse width. It was noted that the impedance measurements took place during an elective ins battery replacement surgery. The program the patient used with the right lead used electrode #6, so the patient was still receiving adequate therapy and tremor control. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, explanted: na, product type extension. Product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, explanted: na, product type extension. Product ID 3387s-40, lot # v062132, implanted: (B)(6) 2007, explanted: na, product type lead. Product ID 3387s-40, lot # v055961, implanted: (B)(6) 2007, explanted: na, product type lead.